Manufacturer narrative:
The impella cp optical was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp optical. Shortly after placement of the 14 fr abiomed introducer, a hematoma formed. The pump was inserted, the peel away introducer was removed, and the impella repositioning sheath was advanced. At this point, a vessel perforation was found. As treatment, the impella was removed, a balloon tamponade was placed, and the patient received 2 units of packed red blood cells. An intra aortic balloon pump was later inserted for continued hemodynamic support. The physician attributed the hematoma and vessel perforation to a combination of the patient's body habitus and removal of the peel away sheath.